Manufacturer narrative:
The device was not returned, therefore the exact root cause of the reported failure cannot be determined. However, a document-based investigation was still performed and procedure the following results. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Probable causes for the reported event include: the output setting of the resolution of cv-190 and oev261h did not match. The device is more than 6 years old and the dvi output could have been lost due to the deterioration of the electromagnetic components of the dp board related to the dvi signal generation over time. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
Customer called in reporting he wasn't able to get the cv-190 image on the oev-261h monitor during preparation for use. There was no patient harm or consequence reported as a result of this event.